Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference complaints/(B)(4).

Event description:
As reported, during a bilateral interventional endovascular stenting procedure using a kissing balloon technique with two (2 each) 80 cm. Sds genesis .035 8.0 x 59 stent delivery systems (sds-two different lot numbers), one (1) of the balloons exploded/burst during inflation with a syringe. The device became cut in the middle of the balloon and the distal end separated/remained in the artery of the patient. The broken/separated portion was successfully removed from the patient (details not provided). It was not known which of the sds products had the reported product issue as the lot numbers are not labeled on the devices themselves. The target lesion was the bilateral iliac artery. No target lesion characteristic information was provided. There was no reported patient injury. The products will be returned for inspection.

Manufacturer narrative:
During a bilateral interventional endovascular stenting procedure using a kissing balloon technique with two (2 each) 80 cm. Sds genesis .035 8.0 x 59 stent delivery systems (sds-two different lot numbers), one (1) of the balloons exploded/burst during inflation with a syringe. The device became cut in the middle of the balloon and the distal end separated/remained in the artery of the patient. The broken/separated portion was successfully removed from the patient (details not provided). There was no reported patient injury. It was not known which of the sds products had the reported product issue as the lot numbers are not labeled on the devices themselves. The target lesion was the bilateral iliac artery. No target lesion characteristic information was provided. One product was returned for analysis. 2018-00023678-1: one non- sterile genesis .035 8.0x59 80cm sds was returned. Per visual analysis the balloon and inner shaft were returned separated. The distal tip section was not returned. No other anomalies were noted. Functional analysis was not performed due to the condition of the returned device. Per sem analysis the external surface of balloon revealed evidence of scratches and abrasion marks adjacent to the balloon axial burst condition and it is very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the axial burst condition. The internal surface of the balloon did not reveal any evidence of damages. No other anomalies were noted. A product history record (phr) review of lot 17711895 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2018-00023678-2: the product was not returned for inspection. A product history record (phr) review of lot 17592989 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿distal tip separated in-patient¿ were confirmed through analysis of the one returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2018-01820/ (B)(4) and MFR. Report # 9616099-2018-01821/ (B)(4).